Event description:
It was reported that a patient underwent an unknown hip surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke while knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if 3 sutures were broken during this single procedure or was the packaging also broken? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. Events reported in 2210968-2022-00081 and 2210968-2022-00083.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/25/2022. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®; ¿ active ingredient(s) ¿ triclosan; ¿ dosage form ¿ suture/solid/parenteral; ¿ strength ¿ = 275 g/m.